Event description:
Letter from the attorney was referred by the office. The attorney is alleging the patient suffered a burn and scratches to their eye. Initial notification received from patient's optometrist in 2005. Spoke directly to the treating optometrist and was told the patient was seen in 03/2005. The patient wore the lens in question to the office and it was removed by the optometrist and was discarded. The patient complained of a burning sensation and redness in right eye. The optometrist examined the patient and reported diffuse punctate staining and grade 3 injection. The patient's va was reduced to 6/24 at that time. The patient was referred to an emergency department. Spoke with the patient the next day and was told their vision had improved at that time. Product was requested for investigation but has not been received. Based on the information received from the optometrist, this was not considered a serious injury. Lot history review provided the following information. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. A review of the worldwide complaint database indicates there are no other complaints pertaining to this lot number.